Manufacturer narrative:
The concomitant device ((B)(4) lot 15057) and the bur subject to this investigation were returned to the manufacturer for evaluation. It was visually confirmed that the bur was broken in the attachment concomitant device. The investigation results for the concomitant device observed a bent driveshaft causing irregular rotation of the attachment which may cause or contribute to the broken bur.

Event description:
It was reported by the customer, that during cleaning, a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported by the customer, that during cleaning, a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.